Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of problem and actions taken to date: tubing zero kept. Noted that patients map was rapidly dropping (40's - 50's) noted that drip chamber of tubing running norepi was cracked. Norepi was pouring out of the crack.